Manufacturer narrative:
UDI (di): b)(4).

Event description:
It was reported that during a crtd implant procedure, after connecting the right ventricular lead to the device, low impedance, and loss of capture and sensing were observed. The lead was disconnected and tested via the pacing system analyzer and loss of pacing and sensing was observed in the bipolar configuration. Electrograms were not observed and impedance could not be measured in bipolar. The lead was no longer used. The device connector port was plugged and the device was reprogrammed to biventricular settings. The patient was in stable condition post procedure.